Event description:
A malfunction alarm occurred with the pump during insulin delivery. There was no adverse impact to the customer's blood glucose level. Customer attempted to load a new cartridge but the alarm recurred, so technical support decided to replace the pump. Meanwhile, the customer was advised to use multiple daily injections (mdi) as backup therapy. Customer was instructed on how to put the pump into storage mode and understood the return procedure for the faulty pump using a pre-paid label.